Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer controller was previously replaced but failed again due to pockets in the matrix bin below were filled with the liner. The field service engineer was able to resolve the issue by replacing drawer controller again and asked that pharmacy lower par levels or adjust space in the matrix drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.